Event description:
It was reported that the patient received therapy for vt. Vt was induced by an inappropriate pacing on the t-wave. The device delivered an atrial pacing on top of a pvc which caused ventricular blanking. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.